Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device would not run, the motor was damaged, the device was difficult to assemble/disassemble and the reverse locking mechanism was blocked. It was further determined that the device failed pretest for check attachment coupling with attachments, check reverse locking mechanism, check for air leak, check triggers for forward/reverse mode, check for noticeable untrue running, check for excessive noise, check power with test bench, and check starting behavior at 3 bar. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.